Manufacturer narrative:
Date of report : 30may2019, date rec¿d by MFR :26mar2019. Information was received that the service engineer (se) inspected the device. The se adjusted the pressure relief valve and the ventilator passed all testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25march2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the ventilator failed the air delivery test. There was no patient involvement. Event date not specified, estimate used.